Event description:
Litigation alleges pain, swelling, bursitis, lack of mobility and metallosis.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 30, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges pain. It states that the patient was unable to work and eventually barely able to walk due to the excruciating pain. After review of the medical records for the MDR reportability, examination notes stated that a seroma was discovered under the illacus muscle below the hip replacement. X-rays have showed a new lucent line along the calcar and the tip of the stem is tilted. Revision notes noted a small amount of fluid and some grayish discolored tissue. The acetabular component was severely ingrown, and there was a bone loss from the acetabulum. The acetabulum was enlarged to the maximum size out of the shell. It was also reported that bleeding was more brisk than usual. Product codes and lot numbers were provided. This complaint was updated on jun 6, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).